Event description:
This is a spontaneous case report received from a medical doctor in united states on 12-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. The lot number used was c26973. On unspecified date, an ultrasound was performed and showed the coil apparently malpositioned. On (B)(6) 2015, the coil on right side was removed via hysteroscopy and then a laparoscopic tubal ligation of right side was done. The device on the left side was continued. Follow up 28-oct-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that coil appeared malpositioned via ultrasound (interpreted as device dislocation). The coil on right side was removed via hysteroscopy and then a laparoscopic tubal ligation of right side was done. This event is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since an intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 25-jan-2016: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that coil appeared malpositioned via ultrasound (interpreted as device dislocation). The coil on right side was removed via hysteroscopy and then a laparoscopic tubal ligation of right side was done. This event is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since an intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect. No further information is expected.